Event description:
It was reported that the insulin pump was replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose/protruded drive support disk. No alarm was noted.